Event description:
It was reported that the system had a complete loss of motorized motion functionally. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The emergency stop switch was reset during the service call. The system was tested and found to be working as intended and put back into service.